Event description:
Information was received that during the use of a smiths medical cadd medication cassette reservoir, it was reported that the pump was under delivering. Patient needed bolus doses of pain medication instead of continuous doses. No further adverse patient effects were reported.